Event description:
Customer reported discrepant results: unknown lot was used for meter test on (B)(6) 2010. Lot #233708 was used for meter tests on (B)(6) 2010 and (B)(6) 2010. Venous blood was used on the meter on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.